Event description:
It was reported that the syringe sensor was damaged. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have an auxiliary control unit (acu) watchdog failure alarm, and during the power up test the pump alarmed for acu watchdog failure there as well. The syringe size sensor was defective, and the cause of the customer reported problem was physical damage to the device and a mainboard failure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard and the plunger kit including the syringe size sensor.